Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the device is not returning for evaluation. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Stenosis and ischemia are listed in the xience prime everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). Adverse event: hospitalization and intervention were not related to the xience prime stent system.

Event description:
Subsequent to the initial medwatch report, the following information was received: on (B)(6) 2014, a diagnostic angiogram was performed, noting that both implanted abbott stents were patent with 0% in-stent restenosis. Intervention was performed in the circumflex, a non-target lesion, unrelated to the implanted xience prime stents. No additional information was provided.

Event description:
It was reported that on (B)(6) 2013, two xience prime stents were successfully implanted, one in the left main and one in the proximal left anterior descending coronary artery. On (B)(6) 2014, the patient experienced acute coronary syndrome and was hospitalized. Percutaneous coronary intervention was performed. There was no additional information provided.